Manufacturer narrative:
(B)(4). The customer reported the device failed to acquire pads ECG. There was no pt impact. The customer called the philips response ctr for advice. The customer's biomedical engineer thoroughly evaluated the device and could find no trouble with the device. The device passed all testing and had been placed back in service. As of (B)(4) 2011 there have been no further issues reported with the device. Since the customer reported that the symptom could not be duplicated and the unit passed all testing, and since philips did not evaluate the device, we cannot determine the cause of the reported issue.

Event description:
The customer reported the device failed to acquire pads ECG. There was no pt impact.